Event description:
Device 1 of 2. Reference MFR. Report 1627487-2011-07018. The pt received an scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt's entire scs system was explanted due to an infection. Attempts made to gather additional info have been unsuccessful; therefore no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.